Event description:
During implant attempt, analyzer showed continuous noise in the ventricular egm. Neither changing the analyzer cables nor the lead position solved the issue. The medtronic representative recommended the physician to test the unipolar configuration and the egm signal turned clear, so it seems to be a vring conductor/connection related issue. In order to avoid the repetition of the subclavian punction, the physician cut the lead and used it as a kind of dilator. That's why the trident is separated from the lead body (both parts are sent). The lead was not used. There were no patient complications reported as a result of this event. The patient's status was reported to be ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism and sleeve head.